Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired four clips on the cystic artery and all four clips did not form. The legs of the clips were barely touching and they had a balloon shape; gap in the middle. The clips fell off of the cystic artery, all four clips were retrieved. The case was completed using a competitive device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? Yes, the instrument was pre-loaded by the surgical tech.